Event description:
It was reported that the ilet user forgot to enter a meal announcement, leading to a missed meal announcement and subsequent hyperglycemia. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included insufficient information regarding broader health impact as the user declined providing additional information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.